Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was implanted approximately two years ago. The patient had been doing well post-operatively with no complaints until sometime in (B)(6) 2012, when she presented with pain upon palpation at the mesh location. No other complaints or problems were noted at that time. The physician explanted the mesh in the operating room on (B)(6) 2012. The explanted mesh was sent for a culture because just before the procedure, the patient felt as if she had a bladder infection. The culture did not reveal an infection, but the physician treated her with cipro and bactrim (duration unknown). The patient was diagnosed with pathologic fibrosis during this surgery. The patient is reportedly doing well following the removal of the mesh.

Event description:
It was reported to boston scientific corporation that the patient was implanted with the pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2009. There were no issues during this procedure. The patient reported pain on march 25, 2012. According to the physician, the pain presentation was very suspicious for infection, but the surgical findings were not. He opined that an infection may have led to inflammatory changes, causing graft contraction, leading to pain caused by permanent suture anchors to the arcus tendinous and sacrospinous ligaments. An unspecified tvt sling was also implanted on an unknown date by a urologist, however, the implanting physician for the pinnacle opined that the tvt sling did not contribute to this event. Per the physician, the patient was in excellent recovery with relief of pain as of (B)(6) 2012. No further medical intervention is planned.